Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer not detecting on bus. The field service engineer replaced the communciation box and powered station back on to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system device all drawers not detected on the commuication bus. The customer stated that there were no procedures during the malfunction, but it caused a delay in patient care by about 15 minutes to start the procedure. The customer mentioned that there was neither harm nor discomfort to the patient, and no medical intervention was required as customer had backup device into place. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jul-2022 to 15- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the bus. The field service engineer replaced the communication box and powered station back on to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system device all drawers not detected on the communication bus. The customer stated that there were no procedures during the malfunction, but it caused a delay in patient care by about 15 minutes to start the procedure. The customer mentioned that there was neither harm nor discomfort to the patient, and no medical intervention was required as customer had backup device into place. There were no adverse events or injuries reported based on this event.